Event description:
A malfunction was reported with code malf 12, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was permitted to continue using the pump. The customer was instructed to call back if the malfunction code appeared again, which they understood.